Event description:
It was reported during follow-up, an asymptomatic patient presented with post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended. No further information was available.

Manufacturer narrative:
(B)(4).